Manufacturer narrative:
(B)(4).

Event description:
It was reported that in nephrology chronic hemodialysis catheter was successfully inserted into the patient's jugular vein. After two weeks in use, the nurse found leakage during hemodialysis treatment. As a result, a new extension tube was used as a replacement. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The patient involved was a (B)(6) yr/old male, (B)(6) tall weighing (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the report of a leak in the connector assembly was confirmed. Returned was a cannon ii plus connector assembly. The assembly was examined microscopically. The blue luer hub has one crack that is through the top edge of the hub. The crack is 7mm in length. The crack extends from the top edge part way down the hub body. No cracks were observed in the red hub. Functional testing was performed on both hubs by separately attaching each luer to the lab leak tester. The extension lines were clamped closed. The leak tester was turned on and the pressure was increased to 45 psi (300kpa) for 30 secs. The red hub did not leak. The blue hub started to leak as the pressure was increased from zero. The IFU provided with the set warns that repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. It also states to avoid excessive or prolonged use of alcohol based solutions and ointments to clean the catheter and that solution should be completely dry before app lying an occlusive dressing. It also states not to use acetone with this catheter and that the catheter, extension lines and connectors should be examined before and after each use. A device history record review did not reveal any manufacturing related other remarks: issues. Based on the report that the crack occurred during use, operational context caused or contributed to this complaint. No further action will be taken.